Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿replace sensor¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as sweaty and was unable to self-treat. Customer had contact with a third-party (wife) who provided orange juice as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage observed on sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. An extended investigation has also been performed on the returned sensor. The sensor data was analyzed and the returned puck data shows the bluetooth radio was still in advertising mode. No physical issues contributed to the brownout reset, however, when the bluetooth radio is in advertising mode while brownout reset occurs, it is an indication that the bluetooth radio component is faulty, therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿replace sensor¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as sweaty and was unable to self-treat. Customer had contact with a third-party (wife) who provided orange juice as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.